Event description:
Da vinci instrument used during surgery was malfunctioning and surgeon could not get the jaws of the instrument to open. No patient harm reported. Instrument was removed from patient, tagged, and sent to sterile processing department. Robotic coordinator performed product failure process and will return instrument to manufacturer.